Event description:
It was reported that the hospital started using the product on april 5th and on june 7th the product stopped detecting blood pressure. Product was switched out. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. One unit was received for investigation. Unit received with orange sticker on front plate of transducer along with writing in black marker on back plate, was generally clean with no physical damage noted. Transducer cartridge was opened after functional testing and no damage and no physical damage found. Performed electrical continuity check on all components and connections and no failures found. Unable to determine root cause; appears to be a isolated sensor failure when pressure is applied. Unit was also tested per internal test procedure and failed to meet specifications.